Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. Per report, the surgical valve "smashed" into coronary arteries in combination with the valve pushing the bulky calcium into posts which then blocked coronary arteries and contributed to the coronary obstruction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure; human factors.

Event description:
After deployment of a 23mm sapien xt valve, a root angiogram revealed obstruction to the coronary arteries. A decision was made to convert to an open procedure to remove valve and restore flow. Aortic and mitral surgical valves were implanted. The patient was transferred for post management care. As reported, the patient presented with a severely stenosed mitroflow surgical valve. It was very difficult to cross the surgical valve and took approximately 40 minutes. The valve was advanced into position. A decision was made to pace at 200 and allow pressure to fall for deployment. The valve was deployed positioned 60:40 aortic/ventricular. It was noted that the aortic side of the valve had minimal flare. The patient went into v-tach and after multiple defibrillation and CPR a root angio was performed which revealed no flow to the coronary arteries. The patient expired post procedure. The height of the patient's left coronary ostia was 10mm and the right coronary ostia was 11mm. The patient's native annulus and leaflets were severely (bulky) calcified. Per report, it was discussed that the surgical valve "smashed" into coronary arteries. It appeared that valve pushed the bulky calcium into posts which then blocked coronary arteries.